Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1015993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1015993, test base part number 190-430/ lot 1015993. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015993 showed that the complaint rate is (B)(4) . The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
A customer sent a cumulative report of four false positive results involving two lot numbers with the ID now covid-19 assay generated across seven different testing sites. This report represents lot number 1015993 this is report one of two. The customer reported one false positive results using a nasal swab with the ID now covid-19 test. Specimen collection occurred on (B)(6) 2021; testing date and time is unknown. Confirmation testing was performed on a nasal swab in viral transport media with (B)(6) lab provided positive results. Confirmatory specimen collection occurred on (B)(6) 2021. Additional patient information, including symptoms, treatment and outcome, is unknown. No additional information will be provided. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient samples.